Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, string like fragments of the working channel were pulled back with the tissue sample when making passes with a competitive forceps tool. The superd portion of the case was completed and there was no patient injury.